Manufacturer narrative:
(B)(6).

Event description:
It was reported that sheath detachment occurred. A 9x60x120mm and a 9x60x75mm epic iliac stents were successfully deployed. However, during removal of the stent from the sheath, the physician noticed that the inner sheath on one was intact and still on the wire and was removed over the wire from the body. The second one was intact and was removed from the body as one piece. It was noticed after removal that it was starting to separate. There were no patient complications reported.

Event description:
It was reported that sheath detachment occurred. A 9x60x120mm and a 9x60x75mm epic iliac stents were successfully deployed. However, during removal of the stent from the sheath, the physician noticed that the inner sheath on one was intact and still on the wire and was removed over the wire from the body. The second one was intact and was removed from the body as one piece. It was noticed after removal that it was starting to separate. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated MFR.: the epic was returned to boston scientific for analysis. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. The device batch number is a match to the complaint batch number. Visual examination showed the inner sheath had completely separated. The guidewire was not returned. The stent had deployed and was not returned. The rack was fully retracted. The outer shaft had one kink visible 2.8 cm from the pull grip tip. The inner sheath had one kink 7.8 cm from the distal tip. The proximal end of the inner sheath showed no damage. X-ray examination of the handle showed no issues. The handle was disassembled, and the flow restrictor was examined. No damage to the flow restrictor and the inner sheath moved through the flow restrictor with no issue. Inspection of the remainder of the device presented no other damage or irregularities.